Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with constant motor error alarm during rewind due to jammed motor gear box. Unable to confirm an error alarm due to the motor error. The device had loose drive support disk and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed during prime and rewind process. The caller stated that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.